Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker eroded through the skin of the patient. The pacemaker was part of a system revision due to infection and erosion. The pacemaker was explanted and the patient was treated with intravenous antibiotics to resolve the issue. No additional adverse patient effects were reported.